Event description:
Account states that the circuit was on a pt and the ventilator was not able to support the pt. A new ventilator was used and still was not able to support the pt. They changed the circuit and the pt still "had problems" and they had to go "up on o2 and settings." They re-intubated the pt. There was no positive change until they changed out the circuit again and then there was "remarkable" improvement. An occlusion was found in the circuit that was replaced.